Event description:
It was reported that, "the patient had an old omnifit cemented stem and a cup and liner that was not identifiable except that they were not stryker implants. The doctor extracted the cup, liner and head and replaced the cup and liner with depuy implants and the head with a stryker morse taper head." Device was implanted approximately 18 years ago, but exact date was not provided.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.